Event description:
Pt was revised to address loosening of the femoral component. Poly wear and osteolysis were noted intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. MFR will notify FDA of the results of this investigation once it has been completed.